Event description:
The pt was being fed using a pump. An unknown amount of enteral feeding solution was hung, and the pump was set to deliver 40 ml/hr. 160 cc were delivered in 1 hr. There was no illness, injury or medical intervention resulting from the event. Rptr stated the pump was removed from service immediately. It was unclear whether the pump had malfunctioned or the student nurse miscalibrated. One pt involved.